Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on november 07, 2017 and the index procedure was performed on the same day. The 95% stenosed target lesion was located in right distal superficial femoral artery (sfa). The target lesion was 140 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii b lesion. Predilation was performed and a 6 mm x 150 mm study stent was implanted. Following post dilation, residual stenosis was 5%. On (B)(6) 2017, the subject was discharged. On (B)(6) 2019, the subject presented for the protocol specified 24 month follow-up visit. The subject was noted to have moderate stenosis in the stent on the right sfa. No action was taken to treat the event. At the time of reporting, the event was ongoing. It was further reported that the event was resolved / recovered on (B)(6) 2020.

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2017 and the index procedure was performed on the same day. The 95% stenosed target lesion was located in right distal superficial femoral artery (sfa). The target lesion was 140 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii b lesion. Predilation was performed and a 6 mm x 150 mm study stent was implanted. Following post dilation, residual stenosis was 5%. On (B)(6) 2017, the subject was discharged. On (B)(6) 2019, the subject presented for the protocol specified 24 month follow-up visit. The subject was noted to have moderate stenosis in the stent on the right sfa. No action was taken to treat the event. At the time of reporting, the event was ongoing.